Manufacturer narrative:
(B)(4). (B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and states the following: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that a patient alleges to have underwent an umbilical incisional hernia repair on or about (B)(6) 2014 whereby a gore dualmesh® biomaterial was implanted. The complaint states that on or about (B)(6) 2016, the patient ¿¿underwent surgical removal of the dualmesh®.¿ it was reported the physician ¿¿noted that the previously placed mesh had failed,¿ and that ¿due to the failure of the dualmesh®, [the patient] required abdominal reconstruction to repair the hernia recurrence.¿ it was reported that ¿after the removal surgery, [the patient] is left with continuing pain, permanent scarring and disfigurement, and partial loss of feeling in his abdomen.¿ the complaint states that ¿¿the plaintiff has suffered and continues to suffer both injuries and damages, including, but not limited to: past, present and future physical and mental pain and suffering; and past, present, and future medical, hospital, rehabilitative, and pharmaceutical expenses, and other related damages.¿ it was reported that ¿specifically, the dualmesh® implanted caused plaintiff to suffer from pain, permanent scarring and disfigurement, partial loss of feeling in his abdomen, and removal surgery, impairing his quality of life and necessitating future medical treatment. Furthermore, it was reported the ¿¿plaintiff has sustained and will continue to sustain severe and debilitating injuries, economic loss, and other damages including, but not limited to, cost of medical care, and pain and suffering¿¿ additional, event specific information was not provided. Medical records detailing the above event information will be requested.

Manufacturer narrative:
E1: corrected initial reporter contact information.

Manufacturer narrative:
Previous patient codes (1217, 1994, 2203 ¿permanent scarring and disfigurement, partial loss of feeling in his abdomen,¿ ¿plaintiff has suffered and continues to suffer both injuries and damages, including, but not limited to: past, present and future physical and mental pain and suffering; physical disability, and past, present, and future medical, hospital, rehabilitative, and pharmaceutical expenses, and other related damages¿ and ¿severe and debilitating injuries, economic loss, and other damages including, but not limited to, cost of medical care, and pain and suffering.¿, 2564) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. H6: updated patient codes. H6: updated device code. H6: updated conclusion codes. H10/11: updated final codes. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: the known medical records span january 13, 1999 through march 11, 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from november 18, 2011 through june 9, 2014 were not provided. Records from december 1, 2014 through february 29, 2016 were not provided. Patient information: medical history: smoker: 1999: will occasionally smoke cigar or cigarette, not more than one per week. Smoked for about eight years, stopped at age 24. 2001: pack a day smoker for 12 years, stopped 15 years ago. Alcohol use: on (B)(6) 1999: abnormal liver function, possibly alcoholic induced liver disease, nonspecific lobular hepatitis. 1999: drinks 24 beers a week. Drinks six beers a week. 2001: has 5-6 beers a day. 2011: 6 beers per day. Weight: on (B)(6) 2016: weight 185 lbs., bmi 28.1. On (B)(6) 2019: weight 193 lbs., bmi 29.8. Hernia: on (B)(6) 2011: recurrent umbilical hernia, increased in size. On (B)(6) 2014: recurrent incisional hernia, 8 cm, reducible. On (B)(6) 2016: ventral hernia, recurrent superior to previous mesh. Hernia, incisional, 4 cm. On (B)(6) 2017: ventral hernia. On (B)(6) 1999: irritable bowel syndrome. On (B)(6) 1999: biliary dyskinesia, abnormally elevated liver enzymes. On (B)(6) 2001: transient neutropenia, mild von willebrand¿s disease, on (B)(6) 2001: gastroesophageal reflux disease [gerd]. On (B)(6) 2008: history of bilateral pulmonary nodules. On (B)(6) 2008: granulomatous disease. On (B)(6) 2010: inflammatory adenopathy. On (B)(6) 2011: seizures secondary to hyponatremia. On (B)(6) 2011: inguinal hernia. On (B)(6) 2011: non-insulin dependent diabetes mellitus. On (B)(6) 2013: history of high cholesterol. 2013: hypertension. 2013: irregular heartbeat. 2013: fatty liver; splenic hemangioma. On (B)(6) 2014: diverticulosis, colon polyps. On (B)(6) 2017: asthma. On (B)(6) 2017: pulmonary fibrosis. Prior surgical procedures: surgical history: on (B)(6) 1999: laparoscopic cholecystectomy, liver biopsy, intraoperative cholangiogram, umbilical hernia [repair]. On (B)(6) 2011: recurrent incisional hernia repair with 6.4-inch [sic, cm] ventralex st mesh. On (B)(6) 2014: laparoscopic repair of recurrent umbilical incisional hernia with gore-tex dual mesh on (B)(6) 2016: open repair of recurrent incisional hernia with total abdominal reconstruction. Removal of previous mesh. Relevant medical information: on (B)(6) 2011: ¿recurrent umbilical hernia.¿ ¿this has increased in size and is starting to become uncomfortable unless the patient presents for evaluation and management.¿ "umbilical hernia repair over 7 years ago; the patient does not think he had any mesh placed¿ "he does report having some coughing spells at times. I have asked him to make sure that this is addressed prior to surgery so that his risk of recurrence [is] not higher as it will be if he continues to have a coughing issue.¿ ¿abdomen: soft and nontender. There is an infraumbilical transverse incision with a reducible incisional hernia located near this incision. I am able to reduce this with the patient in a standing position. He has no groin hernias. Pulses are present.¿ on (B)(6) 2011: recurrent incisional hernia repair with 6.4-inch [sic, cm] ventralex st mesh. Implant preoperative complaints: on (B)(6) 2014: ¿abdomen; soft, hernia noted in periumbilical region, approximately 8 cm in size, reducible. No groin hernias.¿ implant procedure: ¿laparoscopic repair of recurrent umbilical incisional hernia with gore-tex dual mesh.¿ [unknown/1dlmc03, 10 cm x 15 cm]. Implant date: on (B)(6) 2014 [hospitalization unknown]. Description of hernia being treated: ¿utilizing all of these trocars on the same side, the omentum was taken down off of the anterior abdominal wall with both electrocautery and sharp dissection. No loops of bowel were noted to be adhered to the anterior abdominal wall.¿ ¿when this had been completed, the hernia defect which was approximately 2 cm was marked. The umbilicus was noted to be attenuated as well and this was included in the defect measurements. The patient was measured and an approximately 2 cm width and approximately 5 cm length defect was noted.¿ implant size and fixation: ¿it was felt that a 10 x 15 cm gore-tex dual mesh would adequately cover the defect with ample overlap. A 10 x 15 x 1 mm thick gore-tex dual mesh was brought up and marked. The mesh had four 0 gore-tex suture placed. The mesh was rolled up and placed down the largest trocar site.¿ ¿the mesh was then unrolled and packed [sic] in three points utilizing the suture passer. Two 5 mm trocars were then passed on the patient¿s right side under direct vision and entered the abdominal cavity under direct vision uneventfully. This allowed the camera to be placed on the opposite side and the final corner of the mesh to be tacked to the anterior abdominal wall. When this had been accomplished, a diamond type tautness was noted on the mesh and all sutures were tied down. The protacker was then used to secure the mesh to the anterior abdominal wall. Four additional 0 gore sutures were used to further secure the mesh at four additional points.¿ post-operative period: [two weeks]. On (B)(6) 2014: ¿associated symptoms: incision healing well, poor appetite; constipation; pain.¿ on (B)(6) 2014: ¿general appearance: no swelling, tenderness, or warmth and wound clean and dry, appropriate range of motion, and neurovascular intact; minimal erythema resolving.¿ explant preoperative complaints: on (B)(6) 2016: hernia: ¿location: umbilical; incision. [Pain] quality: bulging; burning (with lifting and coughing). Severity: mild; worsening. Duration: 4-5 months." ¿aggravating factors: coughing.¿ ¿notes: established patient from 2014, self-referral for possible recurrent hernia. He had a laparoscopic [sic] repair of recurrent umbilical incisional hernia on (B)(6) 2014. States he noted a bulge near his previous repair approximately 4-5 months ago. He experiences a burning sensation when he coughs or lifts anything heavy.¿ ¿abdomen: hernia: incisional (4 cm, reducible superior to prior repairs.¿ ¿assessment: ventral hernia, recurrent superior to previous mesh. Plan: open repair with mesh removal, myofascial flap advancement, possible tar.¿ on (B)(6) 2016: ¿large abdomen, central ventral hernia, small area superior umbilicus.¿ ¿he is undergoing an elective redo of abdominal hernia repair times two. He will have an open repair at this juncture given the two mesh. He has no symptoms of pain or strangulation.¿ explant procedure: open repair of recurrent incisional hernia with total abdominal reconstruction. Removal of previous mesh. Explant date: on (B)(6) 2016. ¿incision was made in the midline through the patient¿s previous incision. This was extended slightly as well. The patient¿s old gore-tex mesh which had failed was taken down. Multiple protacks were removed and all tacks that could be seen were removed with the mesh. The mesh was completely excised and passed off the table. The patient was best felt to be served with abdominal reconstruction as he still had significant defect and the bridge repair had failed.¿ ¿at this point the preperitoneal fascia was entered above the umbilicus, the preperitoneal fascia was entered above the umbilicus, the retrorectus sheath. This was peeled away from the surrounding rectus muscle all the way lateral to the anterior superior iliac spine on both sides. This was mobilized laterally by incising the fascia. This gave at least 4 to 5 cm of mobilization on both sides. The mobilization was carried from the anterior superior iliac spine all the way up to the subcostal margin.¿ ¿after this had been accomplished on both sides, an intra-abdominal adhesions [sic] were lysed, the preperitoneal fascia was closed with interrupted 0 vicryl suture. This allowed for complete closure of the abdominal wall with the patient completely relaxed. This would exclude mesh material from touching the intra-abdominal contents. At this point a 20 x 30 piece of tigr mesh was brought up and placed into the defect. This was transfixed to the pubic tuberale and cooper¿s ligament with three sutures.¿ ¿transfixion occurred at multiple points laterally such that the mesh was beyond the edge of the created fascial defect.¿ relevant medical information: on (B)(6) 2016: ¿he has a larger scar than expected. He is still wearing his binding. He has had some surgery related pains but are improving. He denies any bleeding.¿ ¿he feels well.¿ on (B)(6) 2016: ¿patient returns today post operatively following open repair recurrent incisional hernia, mesh removal and total abdominal reconstruction with tigr mesh. Patient states that he is feeling fine and the incision seems to be healing well. He states that he is eating well and bowels are functioning normal.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect. Staples or helical tacks (also known as helical coils) can be used as an alternative to sutures. Staple size and staple or tack spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and / or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Although a review of manufacturing and sterilization records could not be performed, all pre-release specifications are confirmed prior to release as part of quality system processes. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A2: added age and date of birth. A4: added patient weight. B7: added patient medical and surgical history. G4: corrected date. H6: corrected method and results codes.codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records prior to (B)(6) 2011, including the origin of the prior infraumbilical transverse incision and prior umbilical hernia repair over 7 years ago as mentioned in the (B)(6) 2011 records, were not provided. Records dated (B)(6) 2011 indicate the patient was seen regarding his type I von willebrand deficiency, hyponatremia, and seizures secondary to hyponatremia. The records state the patient ¿¿is a 54-year-old man with history of type I von willebrand deficiency responsive to ddavp and amicar. He has had recent dental work and tooth extraction, for which he was given amicar and ddavp. Unfortunately [the patient] drinks a lot of fluids, and his sodium decreased significantly the following day after one-time use of ddavp intranasally via stimate, that he developed seizures.¿ ¿he has an abdominal hernia, and is considering repair of that, since it is worsening and it is giving him some discomfort. He is anticipated to have surgery possibly in september.¿ records dated (B)(6) 2011 indicate the patient was seen in consultation regarding a recurrent umbilical hernia. ¿this has increased in size and is starting to become uncomfortable unless the patient presents for evaluation and management.¿ past surgical history states: ¿includes tooth extraction earlier this year, umbilical hernia repair over 7 years ago; the patient does not think he had any mesh placed, left shoulder rotator cuff repair twelve years ago and cholecystectomy about 12 years ago.¿ a review of symptoms states: ¿pulmonary: 12 pack year smoking history; quit 25 years ago. He does report having some coughing spells at times. I have asked him to make sure that this is addressed prior to surgery so that his risk of recurrence [is] not higher as it will be if he continues to have a coughing issue.¿ operative records for the reported umbilical hernia repair over 7 years ago were not provided. Physical exam notes from the (B)(6) 2011 visit state: ¿abdomen: soft and nontender. There is an infraumbilical transverse incision with a reducible incisional hernia located near this incision. I am able to reduce this with the patient in a standing position. He has no groin hernias. Pulses are present.¿ the records indicate a plan for the patient to undergo recurrent incisional hernia repair with mesh. Operative records dated (B)(6) 2011 indicate the patient underwent recurrent incisional hernia repair with 6.4 inch ventralex st mesh (non-gore device). The records state: ¿the patient had an incision made in the previous infraumbilical incision in a transverse fashion. This was carried to the fascia sharply. The previously placed ethibond sutures were removed. The patient was noted to have a hernia in the umbilicus just above the previous repair.¿ ¿the hernia sac was excised completely and discarded. The patient had a defect of approximately 2 cm in size. This was dissected free from the surrounding subcutaneous tissues creating a shelf of robust fascia. A 6.4 cm ventralex st patch was then brought up and placed into the defect. This was transfixed to the fascia with transfascial sutures consisting of 0 prolene suture. A total of 8 sutures were placed to completely encircle the defect and minimize risk of bowel or omentum extruding around the patch. The tags were trimmed and the fascia then closed in the midline with #1 prolene suture in an interrupted fashion.¿ ¿the wound was closed in two layers with interrupted 3-0 vicryl suture and 5-0 pds in a running subcuticular fashion.¿ records between (B)(6) 2011 and (B)(6) 2014 were not provided. Operative records dated (B)(6) 2014 indicate the patient underwent laparoscopic repair of a recurrent umbilical incisional hernia with gore-tex dualmesh. The records state: ¿utilizing all of these trocars on the same side, the omentum was taken down off of the anterior abdominal wall with both electrocautery and sharp dissection. No loops of bowel were noted to be adhered to the anterior abdominal wall. When this had been completed, the hernia defect which was approximately 2 cm was marked. The umbilicus was noted to be attenuated as well and this was included in the defect measurements. The patient was measured and an approximately 2 cm width and approximately 5 cm length defect was noted. It was feit that a 10 x 15 cm gore-tex dual mesh would adequately cover the defect with ample overlap. A 10 x 15 x l mm thick gore-tex dual mesh was brought up and marked. The mesh had four 0 gore-tex suture placed. The mesh was rolled up and placed down the largest trocar site.¿ the (B)(6) 2014 operative report continues: ¿the mesh was then unrolled and packed in three points utilizing the suture passer. Two 5 mm trocars were then passed on the patient¿s right side under direct vision and entered the abdominal cavity under direct vision uneventfully. This allowed the camera to be placed on the opposite side and the final corner of the mesh to be tacked to the anterior abdominal wall. When this had been accomplished, a diamond type tautness was noted on the mesh and all sutures were tied down. The protacker was then used to secure the mesh to the anterior abdominal wall. Four additional 0 gore sutures were used to further secure the mesh at four additional points.¿ an implant log dated (B)(6) 2014 indicates ¿catalog #: 1dlmc03; description: dualmesh¿ with an expiration date of ¿ (B)(6) 2019.¿ however, a device sticker and lot number of the alleged gore device was not provided. Records between 10/29/2014 and 2/29/2016 were not provided. Records dated (B)(6) 2016 indicate the patient was seen for a follow-up consultation regarding his history of abdominal hernia. The records provide the following history of the present illness: ¿location: umbilical; incision. Quality: bulging; burning (with lifting and coughing). Severity: mild; worsening. Duration: 4-5 months. Context: recurrent umbilical incisional hernia (B)(6) 2014. Aggravating factors: coughing. Associated symptoms: no nausea; no vomiting; no swelling/redness; no dysuria; no tenderness; no changes in urinary frequency; no hematuria; no nocturia; no lower back pain. Notes: established patient from 2014, self referral for possible recurrent hernia. He had a laparopscopic repair of recurrent umbilical incisional hernia 10-29-14. States he noted a bulge near his previous repair approximately 4-5 months ago. He experiences a burning sensation when he coughs or lifts anything heavy.¿ the (B)(6) 2016 records provide the following surgical history: ¿cholecystectomy ¿ laparopscopic; other ¿ left shoulder cuff repair; hernia repair (B)(6) 2014 laparoscopic repair of recurrent umbilical incisional hernia with gore-tex dual mesh; hernia repair 2011 recurrent incisional hernia repair.¿ exam notes from the (B)(6) 2016 records state: ¿abdomen: inspection and palpation: no tenderness or guarding and soft and non-distended. Bowel sounds: normal. Liver: no hepatomegaly. Spleen: no splenomegaly. Hernia: incisional (4 cm, reducible superior to prior repairs.¿ notes from the visit state: ¿assessment: ventral hernia, recurrent superior to previous mesh. Plan: open repair with mesh removal, myofascial flap advancement, possible tar.¿ records dated (B)(6) 2016 indicate the patient was seen for clearance for an abdominal hernia surgery. The records state the patient ¿¿.is a 58 year old man with history of type I von willebrand deficiency. He was last seen (B)(6) of 2014 prior to laparoscopic abdominal hernia surgery. Apparently, the abdominal hernia has recurred above the site of his abdominal mesh. He is planning to undergo elective repair of the hernia, this will be an open repair under the care of dr. (B)(6).¿ abdominal exam notes from the (B)(6) 2016 visit state: ¿large abdomen, central ventral hernia, small area superior umbilicus.¿ plan notes from the (B)(6) 2016 records state: ¿he is undergoing an elective redo of abdominal hernia repair times two. He will have an open repair at this juncture given the two mesh. He has no symptoms of pain or strangulation.¿ the records also provide the following past medical and surgical history: chronic leukopenia/neutropenia; high cholesterol; hypertension (treated); irregular heartbeat; von willebrand deficiency, type I; fatty liver in 2013; splenic hemangioma in 2013; gall bladder removal; hernia repair; upper endoscopy. Operative records dated (B)(6) 2016 indicate the patient underwent open repair of a recurrent incisional hernia with total abdominal reconstruction, and removal of previous mesh. The records state: ¿incision was made in the midline through the patient¿s previous incision. This was extended slightly as well. The patient¿s old gore-tex mesh which had failed was taken down. Multiple protacks were removed and all tacks that could be seen were removed with the mesh. The mesh was completely excised and passed off the table. The patient was best felt to be served with abdominal reconstruction as he still had significant defect and the bridge repair had failed.¿ there are no records providing details regarding the physician¿s report of ¿old gore-tex which had failed¿. The (B)(6) 2016 operative report continues: ¿at this point the preperitoneal fascia was entered above the umbilicus, the preperitoneal fascia was entered above the umbilicus, the retrorectus sheath. This was peeled away from the surrounding rectus muscle all the way lateral to the anterior superior iliac spine on both sides. This was mobilized laterally by incising the fascia. This gave at least 4 to 5 cm of mobilization on both sides. The mobilization was carried from the anterior superior iliac spine all the way up to the subcostal margin.¿ the (B)(6) 2016 operative report states: ¿after this had been accomplished on both sides, an intra-abdominal adhesions [sic] were lysed, the preperitoneal fascia was closed with interrupted 0 vicryl suture. This allowed for complete closure of the abdominal wall with the patient completely relaxed. This would exclude mesh material from touching the intra-abdominal contents. At this point a 20 x 30 piece of tigr mesh was brought up and placed into the defect. This was transfixed to the pubic tuberale and cooper¿s ligament with three sutures.¿ ¿transfixion occurred at multiple points laterally such that the mesh was beyond the edge of the created fascial defect.¿ there was no mention of infection involving the gore device in the records. Pathology records dated (B)(6) 2016 regarding a specimen collected during the (B)(6) 2016 procedure states: ¿clinical history: recurrent incisional hernia with mesh, remove mesh and replace. Tissue: gortex [sic] mesh from incisional hernia. Gross description: 12.5 x 8.0 cm in surface area pliable tan white portion of material with focally attached membranous tan pink portions of tissue up to 9.0 x 5.0 x 0.1 cm and focally attached soft tan yellow lobulated portions of tissue up to 3.5 x 2.5 x 0.8 cm. The pliable portion averages 0.1 cm in thickness and along the edges are numerous spring-like clips averaging 0.3 x 0.3 x 0.3 cm. Sectioning reveals no focal lesion.¿ ¿final diagnosis: fibroadipose and scar tissue containing synthetic mesh material exhibiting foreign body reaction, clinically recurrent incisional hernia.¿ records dated (B)(6) 2016 indicate the patient was seen for follow up post abdominal hernia surgery. The records state the patient ¿¿is a 58-year old man with type I von willebrand deficiency who responds to ddavp. Ddavp treatment was complicated by hyponatremia and seizure therefore we elected to use wilate. He had abdominal hernia repair recently. He was given wilate prophylaxis with good results and good hemostasis. He comes in today for postop follow-up. He has a larger scar than expected. He is still wearing his binding. He has had some surgery related pains but are improving. He denies any bleeding.¿ assessment and plan notes from the (B)(6) 2016 records state: ¿he has had abdominal hernia repair with von willebrand factor prophylaxis. We discussed empiric treatment at 7-days time period. This is usually when there is a high risk of bleeding. He continues to heal. It was a much larger surgery scar than he expected. He has got a fairly sizeable scar in midline abdomen which is healing. There is no evidence of bleeding or bruising. He feels well.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and states the following: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Codes 4118/3221 - product identification records for the alleged gore device were provided; however, it is not a valid lot #, therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1999: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: biliary dyskinesia with abnormally elevated liver enzymes. Postoperative diagnosis: biliary dyskinesia with abnormally elevated liver enzymes. Operation: laparoscopic cholecystectomy, liver biopsy, intraoperative cholangiogram. First assistant: (B)(6). Anesthesia: general endotracheal. Description of the operative procedure: ¿with the patient in the supine position and under general endotracheal anesthesia, the abdomen was thoroughly prepped with betadine and draped in a sterile fashion. A vertical 10 mm incision was made within the umbilicus, a small umbilical hernia sac exposed, the peritoneum incised and a 5 mm surgiport bluntly advanced into the umbilical hernia sac and peritoneal cavity under direct visualization. The abdomen was insufflated with carbon dioxide. The 5 mm surgiport was replaced with a 10 mm surgiport through which the laparoscope was introduced. A 10 mm and two 5 mm surgiport through which the laparoscope was introduced. A 10 mm and two 5 mm surgiports were introduced through separate incisions along the right subcostal margin. Chronic inflammatory changes were apparent within the gallbladder. The hepatic parenchyma grossly appeared normal. No other discernible intraabdominal pathology was apparent. The gallbladder fundus was tracted superolaterally, omental adhesions to the gallbladder¿s subsurface bluntly lysed, and the triangle of calot exposed. The cystic artery and duct were circumferentially mobilized, definitively identified, the cystic duct endo-clipped flush with the gallbladder. A transverse cystic ductotomy was accomplished, a ranfac cholangiocatheter introduced into the cystic duct lumen and secured with a single endo-clip. 50% contrast was injected into the biliary duct lumen, an x-ray obtained revealing no biliary ductal abnormalities. The cholangiocatheter was removed from the cystic duct lumen, the cystic duct doubly endo-clipped, divided distal to the ligatures, care taken to avoid compression of the common duct/cystic duct junction. The cystic artery was endo-clipped in continuity and divided. The gallbladder was then dissected free of the hepatic bed in a retrograde fashion, bleeding controlled with electrocautery. The subhepatic space was copiously irrigated with saline and strict hemostasis assured. It should be noted that this gentleman exhibited venous oozing from all four trocar sites and his oozing from the gallbladder bed appeared unusual. He may have a mild coagulopathy which will need to be evaluated at a later date. At the time of completion; however, no active bleeding was apparent. The umbilical fascial defect was reapproximated with 2-0 pds, the skin reapproximated at the trocar sites with interrupted subcuticular 5-0 monocryl, reinforced with steri-strips and covered with sterile gauze. No operative complications. The patient was returned to the recovery room in stable condition having tolerated the procedure well.¿ on (B)(6) 1999: (B)(6), md. Office visit. Lower abdominal cramping pain with diarrhea, feverish. Had some unusual venous oozing during procedure and referred to dr. (B)(6) for evaluation for underlying coagulopathy. Still has some pain in right upper quadrant but not as bad as it was prior to surgery. Impression: probably irritable bowel syndrome. Nonspecific lobular hepatitis. On (B)(6) 2007: (B)(6), md. Emergency room visit. Abdominal pain localizes to left lower quadrant. Pain for 5 days. Developed some pain to scrotum on left side. Plan: bland diet. Return for cat scan of abdomen. Diagnosis: possible diverticulitis. On (B)(6) 2007: [missing records: records for cat scan of abdomen were not provided]. On (B)(6) 2011: (B)(6), md, phd. Office visit. History of glucose intolerance. Assessment/plan: inguinal hernia, will be going for hernia repair in fall. On (B)(6) 2011: (B)(6) health. Implant record. Ventralex st hernia patch. On (B)(6) 2011: (B)(6) health. Discharge instructions. Umbilical hernia repair. Abdominal binder. On (B)(6) 2011: (B)(6) health. (B)(6), md. Office visit. Continued to do well with some soreness of umbilical site. Main complaint related to constipation. Exam: abdomen mildly distended. Bowel sounds present, soft. Some tenderness around surgical site and dry dressing in umbilical area. Will monitor for any wound dehiscence or bleeding. Miralax offered for constipation. On (B)(6) 2014: (B)(6), md. Office visit. Recurrent incisional hernia. Had recurrent incisional hernia repair with mesh in (B)(6) 2011. Social history: former smoker, 3-pack-year, quit in 1984. Consumes 6 beers a day. Examination: abdomen; soft, hernia noted in periumbilical region, approximately 8 cm in size, reducible. No groin hernias. Plan: laparoscopic recurrent incisional hernia repair with gore tex dual mesh. Transversus abdominis plane block will be utilized to assist in postoperative pain management. Discussed with the patient he will require few days stay in hospital. On (B)(6) 2014: (B)(6) health. (B)(6), md. Office visit. Clearance for abdominal hernia re-do. Abdomen: large abdomen, central umbilical hernia. Assessment/plan: intermittent leukopenia, benign. Worsening hernia which is enlarge, no symptoms of strangulation. Expect that surgery will be scheduled in (B)(6). Discussed plans to treat prophylactically with willate [sic] or von willebrand factor concentrate. On (B)(6) 2014: (B)(6) health. (B)(6), md. Operative report. Procedure: laparoscopic repair of recurrent umbilical incisional hernia with gore-tex dual mesh. Preoperative diagnosis: recurrent umbilical hernia. Postoperative diagnosis: umbilical hernia. Anesthesia: general endotracheal. Estimated blood loss: less than 10 ml. Fluids: 1300 ml crystalloid. Complications: none. Drains: none. Specimens: none. On (B)(6) 2014: (B)(6) health. Implant log. Catalog#: 1dlmc03. Description: dualmesh. Expiration date: 2019-03. On (B)(6) 2014: (B)(6) medical center. Surgical case record. Implant record. Implants: implant/manufacturer: mesh, dual 1 mm 10x15 cm. Wl gore & associates. Quantity/surgeon: 1, (B)(6). Md. Lot#/serial#: (B)(6). Catalog#/batch#: 1dlmc03. Size/expiration date: 03/19. Site: operative site. On (B)(6) 2014: (B)(6), md. Office visit. Hernia repair with dr. (B)(6). After surgery, he did have mild change in bowel habits, with some alternating diarrhea and constipation. On (B)(6) 2016: (B)(6) health. (B)(6), md. Operative report. Procedure: open repair of recurrent incisional hernia with total abdominal reconstruction. Removal of previous mesh. On (B)(6) 2017: (B)(6) health. Ambulatory prescriptions and procedures. Surgical referral: (B)(6), md. 1 week. Diagnosis: ventral hernia. Montelukast. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and states the following: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated on (B)(6) 2014, state the patient was seen for a postoperative visit. ¿associated symptoms: incision healing well poor appetite; constipation; pain.¿ records dated on (B)(6) 2014, state the patient was seen for followup. ¿general appearance: no swelling, tenderness, or warmth and wound clean and dry, appropriate range of motion, and neurovascular intact; minimal erythema resolving.¿ records dated on (B)(6) 2016, state the patient was seen for follow up. ¿patient returns today post operatively following open repair recurrent incisional hernia, mesh removal and total abdominal reconstruction with tigr mesh. Patient states that he is feeling fine and the incision seems to be healing well. He states that he is eating well and bowels are functioning normal.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and states the following: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.